Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 600mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that after the pump replacement surgery on (B)(6) 2017 (see manufacturer report number 3004209178-2017-12486) the patient had a change in itb (intrathecal baclofen) efficacy, developing under-dose and then withdrawal symptoms, increased spasticity/spasms and altered mental status. There were no contributing factors reported per the physician. A dyes study was performed on (B)(6) 2017 which was inconclusive showing good csf (cerebral spinal fluid) flow and dye distribution. The physician decided to take the patient to the or (operating room) for surgical exploration of the catheter and the physician put in a new catheter. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further patient complications have been reported as a result of this event.